Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). This device longevity dropped for 135 years in just six months. Also, device power consumption was at 120 percent. A request was made to have data from this device analyzed. Data analysis confirmed pbd, and that the power consumption of this device has been increasing during the past year. Device replacement was recommended or have the battery status re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). This device longevity dropped for 135 years in just six months. Also, device power consumption was at 120 percent. A request was made to have data from this device analyzed. Data analysis confirmed pbd, and that the power consumption of this device has been increasing during the past year. Device replacement was recommended or have the battery status re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.